Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, an unspecified channel was programmed to deliver levophed 64mcg/ml, at a rate of 0.12mcg/min, with a 240ml vtbi (volume to be infused), and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the device alarmed for proximal occlusion. The rn was unable to clear the alarm condition. At that time, the rn moved the tubing set to the second channel of the device and resumed the delivery. After 3 mins, the rn reported, the device alarmed for proximal occlusion. At that time, the rn replaced the tubing set, loaded the cassette into the first channel and within 2 minutes, the device alarmed proximal occlusion. The same tubing set was loaded back into the second channel and it was reported that the device alarmed for proximal occlusion unless pressure was applied to the levophed container. The device was removed from clinical service. The customer contact reported during the approximate 40 min delay in therapy while the rn was troubleshooting alarm, the pt's mean arterial pressure (map) decreased from the 50's mmhg to as low as 38mmhg. The physician was at the bedside and over an unspecified length of time, the patient to be treated with five IV push bolus doses of levophed 1ml to maintain the map in the 50's until the therapy was resumed. At an unspecified time, therapy was resumed using a replacement device, tubing set and container. Though requested, no additional information was provided.